Event description:
Additional information was received from the patient. They reported that the battery just stopped holding a charge. Pt stated they were going through chemotherapy treatments. Pt stated they need a new technician to fix it or get a new implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). The patient reported that their battery isnt charging properly and that their charger is giving them problems. The patient noted that they were implanted in (B)(6) of 2009 and that their implanting physician is no longer in practice. There were no symptoms reported. No further patient complications have been reported as a result of this event.